Manufacturer narrative:
Product analysis: model: 24950j, serial/lot#: (B)(4): the remote monitor was returned and the analysis revealed that no defect was found; found error codes 2300 and 3230 in the fa (failure analysis) log. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been replaced and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hand-held unit was quite warm; it was too warm to use comfortably. It was also reported that the monitor was extremely hot and was hotter than the hand-held unit. The patient was reluctant to use the monitor due to the issue. The monitor was unplugged. The monitor remains in use and a replacement power cord will be sent to the patient. No patient complications have been reported as a result of this event.